Event description:
The hospital biomed reported that the CPR feature does not function on this bed. After troubleshooting with a hill-rom service technician, it was determined that the CPR release cable was out of adjustment. He adjusted the CPR release cable to resolve the issue. There were no reported adverse events associated with this product problem.